Manufacturer narrative:
Review of the most recent repair record determined the reciprocating arm and needle bearing were broken, the motor rpms were low, the machined head and neck were worn, and the width plates were damaged. The motor, reciprocating arm, bearings, machined head, neck, width plates, and various other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
It was reported that there was a small tear in hose and the blade is not cutting. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.